Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the patient gets the wrong therapy after adaptive stimulation was switched on. The adaptive stimulation goes to the sitting down mode when they're walking and gives them the wrong therapy additional information was received from the manufacturer representative (rep). They stated the patient switched off the adaptive stimulation to resolve the wrong therapy. The cause and resolution of the event were unknown. No further patient complications were reported as a result of this event.